Manufacturer narrative:
(B)(4).

Event description:
Following an MRI, the pump was found to be stalled. The healthcare provider planned to reinterrogate the pump. Additional information has been requested. A follow-up report will be sent if additional information becomes available.